Manufacturer narrative:
The reported complaint was confirmed. Per additional log analysis, the user was first notified on 12-may-2020. The previous date they used the system was 11-may-2020 and no notification was given. This indicates the battery replacement date was set the date of 12-may-2018. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the system was used on (B)(6) 2020 when the 'battery life exceeded' message appeared several times between power up and shut down. The message also appeared when exiting the perfusion screen to inform the user that the battery needs to be replaced. The log did confirm a battery message occurred.

Manufacturer narrative:
The fsr replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heart lung machine (hlm) displayed a 'battery has reached its 2 year service' message. There was no patient involvement.